Event description:
It was reported that this pacemaker was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was operating in safety mode. An attempt was made to interrogate this pacemaker, which was unsuccessful. The device case was opened, and the battery was removed. The battery voltage was measured and found to be at 0.617 volts, which is too low to support proper device function. An external power supply was used to test current drain in the device. The current drain was normal, thus, concluding that the observation is associated with the battery component of this device.